Event description:
Patient reported left side chronic pain, extreme fatigue, (not device related) joint pain,(not device related) muscle weakness, temporary paralysis due to numbness and tingling,(not device related) memory loss confusion,(not device related) fibromyalgia,(not device related) extreme anxiety issues, social anxiety, extreme depression,(not device related) shooting pains lots, of itching. I sleep 18-20 hours a day,(not device related) extreme heaviness under these chest muscles like they are slipping. I'm concerned when I stretch they very heavy even after all these years. They almost feel sticky. I don't know if it's leaking if my body is rejecting it. Also, extreme dry mouth and dry eye.(not device related) I am on my period for years because of that I am severely anemic.(not device related) device remains implanted.

Event description:
Patient reported left side chronic pain, extreme fatigue, (not device related) joint pain,(not device related) muscle weakness, temporary paralysis due to numbness and tingling, (not device related) memory loss confusion, (not device related) fibromyalgia,(not device related) extreme anxiety issues, social anxiety, extreme depression,(not device related) shooting pains lots, of itching. I sleep 18-20 hours a day, (not device related) extreme heaviness under these chest muscles like they are slipping. I'm concerned when I stretch they very heavy even after all these years. They almost feel sticky. I don't know if it's leaking if my body is rejecting it. Also, extreme dry mouth and dry eye.( not device related) I am on my period for years because of that I am severely anemic. (Not device related) device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.